Manufacturer narrative:
Cont h6- f2203 imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "the implant on the left is now torn" , "implant on the left appears to be completely ruptured".

Event description:
Patient reported rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Event description:
A patient reported "the implant on the left is now torn" and "implant on the left appears to be completely ruptured". The device was explanted and replaced with another allergan device. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, corrected and/or changed data: b.5, b.7, d.1, d.4, g.2, g.4, h.4, h.6.